Event description:
Information received regarding the explanted device notes that the patient felt fatigued for about a week and when taking her own pulse found it to be in the 30's. When the patient was admitted to the hospital, her rhythm was in the 40's and there was no evidence of pacing. The device could not be interrogated. It was unknown whether or not return to standard was utilized, but there was evidence of pacing at 70 ppm since the patient's admission.